Event description:
It was reported that vessel dissection, hemorrhage and death occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A safari2 guide wire was positioned. The native aortic valve was predilated with a 20mm non-bsc balloon catheter. A small acurate neo valve was inserted. During advancing of the acurate neo transfemoral delivery system in the aortic arch, the safari2 guide wire kinked. The physician elected to implant the acurate neo valve under the renal arteries. Upon removal of the acrate transfemoral delivery system and the 14f isleeve introducer a dissection of the right iliac artery occurred, resulting in a major hemorrhage. Surgical intervention was attempted to repair the dissection without success. The patient died on the table.

Manufacturer narrative:
Describe event or problem - updated.

Event description:
It was reported that vessel dissection, hemorrhage and death occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A safari2 guide wire was positioned. The native aortic valve was predilated with a 20mm non-bsc balloon catheter. A small acurate neo valve was inserted. During advancing of the acurate neo transfemoral delivery system in the aortic arch, the safari2 guide wire kinked. The physician elected to implant the acurate neo valve under the renal arteries. Upon removal of the acrate transfemoral delivery system and the 14f isleeve introducer a dissection of the right iliac artery occurred, resulting in a major hemorrhage. Surgical intervention was attempted to repair the dissection without success. The patient died on the table. It was further reported that the patient's aortic arch was normal. No resistance was noted with the insertion of the 14f isleeve introducer into the patient. No resistance was noted with the insertion of the small acurate neo valve into the 14f isleeve introducer. The previously reported kink in the safari2 guide wire occurred in the body of the safari2 guide wire. The acurate neo transfemoral delivery system was blocked on the safari2 guidewire due to the kink in the safari2 guide wire. Resistance was noted in the proximal iliac prior to the onset of the dissection.

Manufacturer narrative:
H1 - type of reportable event - corrected to death.

Event description:
It was reported that vessel dissection, hemorrhage and death occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A safari2 guide wire was positioned. The native aortic valve was predilated with a 20mm non-bsc balloon catheter. A small acurate neo valve was inserted. During advancing of the acurate neo transfemoral delivery system in the aortic arch, the safari2 guide wire kinked. The physician elected to implant the acurate neo valve under the renal arteries. Upon removal of the acrate transfemoral delivery system and the 14f isleeve introducer a dissection of the right iliac artery occurred, resulting in a major hemorrhage. Surgical intervention was attempted to repair the dissection without success. The patient died on the table. It was further reported that the patient's aortic arch was normal. No resistance was noted with the insertion of the 14f isleeve introducer into the patient. No resistance was noted with the insertion of the small acurate neo valve into the 14f isleeve introducer. The previously reported kink in the safari2 guide wire occurred in the body of the safari2 guide wire. The acurate neo transfemoral delivery system was blocked on the safari2 guidewire due to the kink in the safari2 guide wire. Resistance was noted in the proximal iliac prior to the onset of the dissection.